Event description:
It was reported to philips that the wireless foot pedal would not pair with the system. Device was not in use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the footswitch. Fse proceeded to pair the footswitch and verified proper operation. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The wireless connection with the base station was re-established after repaired wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.